Event description:
Customer reported a button error alarm while attempting an easy bolus. The customer also reported that none of the buttons were responding. The customer could not recall any significant events leading to the keypad issues. She also reported receiving a weak battery alarm. Customer's blood glucose was 150 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
No button error alarm noted. Unit had no button response due to flattened dome switch on esc button (no crease). Unable to test for unexpected weak battery alarm due to no button response. Unit had minor scratched display window and cracked reservoir tube lip.